Manufacturer narrative:
Patient information: unk. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm613.2 implantable collamer lens of -9.0 diopter was implanted into the patient's right eye (od). Possible removal was reported.

Manufacturer narrative:
Corrected data: h1: malfunction should be omitted and serious injury should be added for correction. H6: health impact code 2199 should be omitted, and code 4627 should be added for correction. Device problem code 3189 should be omitted, and code 2993 should be added for correction. Claim #(B)(4).

Manufacturer narrative:
Corrected data: h4: device manufacture date- (B)(6) 2021 should be removed for correction. Claim#(B)(4).